Event description:
The customer reported to olympus the video system center had no signal during preparation for use. It was not specified what type of procedure was being performed and the outcome. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated, and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred as there was no video signal because connection failure occurred due to bent video connector socket pins. Olympus will continue to monitor field performance for this device. Updated: b4, d9, d10, g3, h2, h3, and h11.